Event description:
During decompressive lumbar laminectomy of l5-s1 (gill procedure), the v mueller leksell rongeur broke off in the sterile field. All pieces were accounted for. The procedure continued and was completed successfully.